Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ischemia and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2010 the 3.0x18 xience v stent was implanted in the mid left anterior descending coronary artery. The patient had silent ischemia on (B)(6) 2015. Percutaneous coronary intervention was performed in the target vessel, target lesion on (B)(6) 2015. The condition resolved. No additional information was provided.